Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was unable to recover. A field service engineer found debris under pocket contacts, reinserted all pockets, and restarted the station to resolve the issue . The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the half-height drawer 2.1 and 2.2 was failed and unable to recover or open. The customer reported that the user was unable to dipsense medications for a patient due to this malfunction. There were no adverse events or injuries reported based on this event.